Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window. The test reservoir locked in place properly and no anomaly noted. Device passed rewind test, self test and displacement test. No rewind loud or noise anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button on the insulin had to be pressed multiple times to work, there were minor scratches on the display screen and the insulin pump seemed to rewind louder than the last one. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.